Event description:
It was reported that a patient presented with competitive atrial pacing resulting in a sustained arrythmia. No information regarding intervention or adverse patient consequences were reported.